Event description:
Reporter indicated a dell x5 vns computer was freezing during interrogation and programming events. Reseating the flashcard resolved the issues. The dell handheld computer and flashcard have been returned and are currently in product analysis.